Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl, was "not thinking clearly" and felt "physically weak". Reportedly, the cartridge ran out of insulin overnight and customer did not load a new cartridge; customer went to the emergency room the following day. Customer went to the emergency room via ambulance and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. Alarm 08 ¿ empty cartridge: your pump detected that the cartridge is empty and all deliveries have stopped. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.